Event description:
In 2008, it was reported to boston scientific corporation that a prolieve themodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed on the same day. According to the complainant, they were unable to maintain balloon inflation. The customer increased the pump speed as needed. The patient's condition and procedure outcome are unknown. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed the following year, revealed an MDR-reportable malfunction of physitemps out of tolerance. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
Functional analysis of the returned prolieve themodilatation system revealed that thermometer tc1, tc2, tc3, tc4 physitemps failed and were out of tolerance. The physitemp modules were replaced. The prolieve thermodilatation system then functioned properly. The complaint of "unable to maintain balloon inflation" was not confirmed as the manufacturer was unable to duplicate the reported event under test conditions.